Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.